Event description:
The distributor complained regarding the colored dot found in the dressings. It was unknown whether the product was used on patient or not. Photographs depicting the issue were received from the complainant.

Manufacturer narrative:
Device 6 of 46.e1: complainant country: philippines. Name of affiliation: getz bros. Philippines, inc. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number.reporting site: 1049092.manufacturing site: 9618003.